Event description:
It was reported that during an upgrade the rv lead was stuck in the header. A suspected medical adhesive header setscrew anomaly was noted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. A set screw issue was confirmed in the laboratory. Most of the header was missing. The vtip and vring set screws were not returned.